Event description:
Patient underwent a robot-assisted laparoscopic hysterectomy. Surgery itself was uneventful. After completion of surgery and during equipment check it was noted that a small pin (about 5 mm in length) was missing from the end of the laparoscopic tenaculum. It was the pin that holds the pincers of the instrument together. The surgical tech and assistant surgeon were interviewed. The main surgeon was at the console and not involved using the tenaculum. The assistant surgeon stated he cannot remember if the instrument was intact after he withdrew from the patient (the room was darkened) but feels it was in proper working condition. The surgical tech was less certain that it was intact after usage. Therefore the assumption is that the pin was possibly retained by the patient. If the pin was retained the surgeon felt that it was too small to be identifiable by radiology and unsafe to try and retrieve.